Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this device displayed instances of oversensed noise on the right ventricular (rv) lead which led to a lack of pacing for the patient. The patient was seen for a surgical revision procedure where it was suspected that the proximal end of the rv coil was coming too close to the tricuspid valve. The lead was placed further down in the ventricle with resolution of the clinical observations. Defibrillation threshold (dft) testing was then performed which was successful. There were no additional adverse patient effects reported. The system remains in service.